Event description:
The complainant reported an injury after a procedure involving a mogen clamp.

Manufacturer narrative:
Spectrum surgical is filing this report as we are not able to obtain additional investigation information regarding the reported event. The event occurred approximately five years ago and the clamp is not available for evaluation. Spectrum surgical is not the manufacturer or initial importer of the mogen clamp. In the event that spectrum surgical receives additional information regarding the reported event, a follow-up report will be submitted.